Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not login. A technical support specialist (tss) attempted to locate the shared login ID for the user who was unable to log in. Initial searches using the requestor¿s first and last name were unsuccessful. It was confirmed that the userid being used was incorrect. The correct userid was identified and shared with the user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to log-in and received an ¿unable to authenticate¿ error message. The customer stated that the malfunction resulted in a delay in patient care. However, there were no adverse events or injuries reported based on this event.